Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-23068. It was reported the pt experienced ineffective stimulation x-rays revealed the pt's leads migrated. Subsequently, on (B)(6) 2013, the pt's model 3244 lead was explanted and replaced. An additional lead was also implanted. The pt reported effect stimulation coverage postoperative.